Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a social media post that the customer passed away in hospital. The customer was hospitalized on an unspecified date. The cause of death was hypoglycemia. The reporting party stated the insulin pump delivered 100 units during the night without programming. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of the low incident. It is unknown if the customer was using sensors. The reporting party stated the customer ate very little and so did not need a lot of insulin. The reporting party did not state whether they would return the insulin pump for analysis.